Event description:
Case description: investigation results: name: novopen, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: novolin® n penfill 3 ml - 100 ui/ml, batch number: rr72dw7 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Since last submission case has been updated with the following information: investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: expected date of follow up removed and final report was ticked device addendum: annex b c d g codes updated CAPA comment updated in eol narrative updated accordingly. Final manufacturer comment: 24-nov-2025: the suspected device novopen (specific name of device unknown) has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. Company comment: ill defined disorder is assessed as unlisted event according to the novo nordisk current ccds in novolin n penfill. Relevant information on medical history, therapy details, definitive diagnosis, investigation of faulty device, treatment given, action taken with novolin n penfill and outcome of the event are unavailable for complete causality assessment. Due to device malfunction, patient was anxious and worried about glycaemic control and complications of hyperglycaemia. H3 continued: evaluation summary name: novopen, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Jammed (with the insulin stuck in the tube) [device mechanical issue], the pen did not work [device failure]. Case description: this serious spontaneous case from brazil was reported by a consumer as "putting the health and life at risk (ill-defined disorder)" with an unspecified onset date, "jammed (with the insulin stuck in the tube), (device mechanical jam)" with an unspecified onset date, "the pen did not work (device failure`)" with an unspecified onset date, and concerned a 66 years old male patient who was treated with novopen (insulin delivery device) from unknown start date for "product used for unknown indication", novolin n penfill (insulin human isophane 100 iu/ml) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index were not reported. Medical history was not provided. On an unknown date the patient reported that step by step flow test was conducted with novo-pen as instructed but the device remained non-functional, jammed, with the insulin stuck in the tube. Caught no drop of insulin. The novolin n penfill was replaced by a new one to verify that the problem is solved but the pen did not work and reported that his health and life was at risk. Patient stated that they used a new needle in all applications and did not keep it attached after use. The device was stored in refrigeration and was not wet or knocked over. At the time of pur-chase, the patient was instructed about the use. The medicine was in the patient's possession. The event onset date is not reported in the case. However, the incident dates are captured to en-sure the mir form is generated. Batch numbers: novopen: unknown, novolin n penfill: rr72dw7, rr72vc8. Action taken to novopen was not reported. Action taken to novolin n penfill was not reported. The outcome for the event "putting the health and life at risk (ill-defined disorder)" was not reported. The outcome for the event "jammed (with the insulin stuck in the tube), (device mechanical jam)" was not reported. The outcome for the event "the pen did not work (device failure`)" was not reported. Reporter's causality (novopen), putting the health and life at risk (ill-defined disorder): unknown, jammed (with the insulin stuck in the tube), (device mechanical jam): unknown, the pen did not work (device failure`): unknown. Company's causality (novopen), putting the health and life at risk (ill-defined disorder): unlikely, jammed (with the insulin stuck in the tube), (device mechanical jam): possible, the pen did not work (device failure`): possible. Reporter's causality (novolin n penfill), putting the health and life at risk (ill-defined disorder): unknown, jammed (with the insulin stuck in the tube), (device mechanical jam): unknown, the pen did not work (device failure`): unknown. Company's causality (novolin n penfill), putting the health and life at risk (ill-defined disorder): unlikely, jammed (with the insulin stuck in the tube), (device mechanical jam): possible, the pen did not work (device failure`): possible. Preliminary manufacturer comment: 07-oct-2025: the suspected device novopen (specific name of device unknown) has not been returned to novo nordisk for investigation, and therefore no definitive conclusion can be made at this time. Company comment: ill defined disorder is assessed as unlisted event according to the novo nordisk current ccds in novolin n penfill. Relevant information on medical history, therapy details, definitive diagnosis, investigation of faulty device, treatment given, action taken with novolin n penfill and outcome of the event are unavailable for complete causality assessment. Due to device malfunction, patient was anxious and worried about glycaemic control and complications of hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of novolin n penfill.